Event description:
As reported to coloplast though not verified, patient experienced infections, pelvic pain, urinary leakage, difficulty during intercourse, bleeding and bowel problems.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.